Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Images and medical records were provided and reviewed. Approximately four years and nine months later, patient went to an emergency room for acute severe back pain. After ten days later, computerized tomography scan just mentioned that the inferior vena cava filter was seen with the tip positioned at the l1-l2 level. X-ray was done and was told that patient had an inferior vena cava filter in place that had broken off and was potentially causing the pain. Then went to a computerized tomography scan, it was normal. After four years and one month later, lumbar spine views showed that one of the legs of the filter has broken off and migrated laterally. After three weeks, axial images and reformatted coronal and sagittal images obtained without additional contrast on the patient with a history of an inferior vena cava filter with one of the legs has broken off and migrated one centimeter laterally and two centimeters superiorly from the remainder of the legs. The upper end of the inferior vena cava filter was the level of l1-l2. The computerized tomography exam also demonstrated that one of the legs from the filter in the inferior vena cava has broken off and has migrated 0.9 centimeters laterally and approximately 1.5 centimeters superiorly from the right lateral most remaining normally attached leg. The detached leg remains in the right lateral aspect of the inferior vena cava. The upper aspect of the separated leg was located approximately 0.8 centimeters cranial to the upper most aspect of the inferior vena cava filter. The inferior aspect of the separated leg extended just inferior to the entrance of the right renal vein but does not extend into the right renal vein. Therefore, the investigation is confirmed for alleged filter limb detachment. However, the investigation is inconclusive for alleged perforation of the inferior vena cava. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 07/2012).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that the filter struts detached and perforated into organs. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.